Manufacturer narrative:
Implant date: 2009. (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent ¿a rather large¿ spinal revision procedure using rhbmp-2/acs. The surgery was a revision for scoliosis t11-s1 with posterior instrumentation and a wedge resection at l4. Bilateral foraminotomies and laminectomies were performed l1-l5. Patient reports that the dura was torn during this procedure. On pod 6 the patient developed an infection in the incision. Patient was discharged home on pod 9. Patient returned to the ER on pod 12 with a necrotic spot on the incision and uncontrolled pain. Patient was taken to the or and underwent a debridement. Patient required a skin graft and wound vac later. Patient was in ICU for ¿about 9 days and almost died.¿ CT scan indicated fluid along all the rods, and patient reports that ¿the infection was in all the fluid¿. Patient developed meningitis. Patient was declared stable 1 year later. Cat scans in 2010, 2011, 2012 and 2013 have shown severe foraminal narrowing/stenosis l1-l5 bilaterally. Patient is in constant pain, takes pain medications daily, and wears a pain patch. Patient has chronic leg, pelvic, and tailbone pain. Cramps in the left leg at night, and difficulty sleeping. Patient has ptsd from her stay in the ICU.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis of congenital kyphoscoliosis with severe sagittal imbalance. Multiple prior surgeries with retained instrumentation . Spinal stenosis. The patient underwent following procedure: removal of spinal instrumentation . Fusion mass exploration . L1-l5 bilateral laminectomies with foraminotomies and partial medial facetectomies. Transpedicular bilateral partial corpectomy l4 and wedge resection of the vertebral body. Dural repair under loupe magnification. Posterior spinal fusion t11-s1. Posterior segmental spinal instrumentation t11-s1 with screw rod construct. Spinopelvic fixation with right iliac screw. Morcellized autograft bone graft. Bmp sponge preparation and application. Somatosensory evoked potential spinal cord monitoring. Per op-note, "...two large bmp sets were mixed , all 12 sponges were placed posteriorly for the arthrodesis t11-s1, and all of the morsellized autograft bone graft available from the multilevel laminectomies and from the partial corpectomy at l4 were all saved , all of this autograft bone was placed posteriorly and posterolaterally for the arthrodesis t11-s1..."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.